Event description:
It was reported that the deep brain stimulation (dbs) patient experienced weakness on the right side three days after the implant procedure. The patient was admitted to the hospital for hemorrhage. Additional information was received that the patient is doing fine with no adverse effects from swelling post procedure. The patient has undergone initial programming of the device and there is no further course of action.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced weakness on the right side three days after the implant procedure. The patient was admitted to the hospital for hemorrhage.